Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pumps screen is blank. Customer states that there is a keypad anomaly. The blood glucose reading is 268 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the functional tests and no display anomalies or signal anomalies were noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had a cracked display window, cracked display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked reservoir tube, cracked battery tube threads, and a missing end cap sticker. Moisture damage was noted on the liquid crystal display board.